Event description:
Pt was able to use a key on our alaris/bd carefusion model 8120 pca pumps to divert dilaudid and these keys can be bought of the internet. This is the second time that this has happened and was able to determine it was the patient who had a key that she could use. FDA safety report ID # (B)(4).